Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2016 with a high blood glucose level of 493 mg/dl. The customer stated they felt symptoms of vomiting and nausea. The customer did not mention any form of treatment for their blood glucose levels. The customer was assisted with troubleshooting their insulin pump and found that the device works as designed. The customer stated that they will consult their healthcare provider about what may have caused their blood glucose to rise.